Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while priming a pod both the needle and the cannula had not deployed. The patients reported blood glucose level was 136 mg.dl.

Manufacturer narrative:
The returned device was evaluated and received not deployed and the pink slide insert was not seen in the viewing window. The downloaded data showed timeouts in pulse widths and drive stall. The top battery voltage was measured to lower than expected. This contributed to the timeouts and drive stall during priming that lead the a failure to deploy the needle mechanism. The device was reset and paired with a pdm for pod activation and bolus delivery. The downloaded data after reset showed high pulse width and timeouts during runtime caused by low voltage in the top battery.